Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Four devices were received for evaluation. Three events were duplicated during testing and 1 event was confirmed. Two devices were found to be affected by corrosion on the motor and rotor; 1 device was affected by gritty bearings; 1 device had a damaged motor. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 4 </noe> malfunction events in which the device overheated. Three events had no patient involvement with no patient impact. One reported event had patient involvement with no patient impact.